Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and review of the alarm log were performed and revealed no issues related to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported condition was not verified. The device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-22 (malfunction in frequency converter circuitry for occlusion detection: p20 of master cpu remains high or low) alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.